Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the 27th april 2010 and performed to specification up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2016. Multiple manual power ups of ten minutes and less than one minute duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to a membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.